Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-00178. Related manufacturer reference number: 1627487-2020-00179. It was reported the patient experienced the inability to swim properly with the dbs stimulation being turned on.

Event description:
It was reported during follow up the patients swimming incident took place on (B)(6) 2019, 2 months 11 days following implant. The aquatic center were the event took recorded the event as a rescue.

Manufacturer narrative:
A patient outcome issue was reported to abbott. It was determined the patient experienced the inability to swim properly with the dbs stimulation being turned on. No intervention is planned to address this issue. No implanted devices were returned for evaluation.

Event description:
Patient age, gender, and medical history was received during follow up. It was also reported this was the patients first swimming incident with dbs system, and that patient reports she was previously a strong swimmer.